Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses, reported feeling something but also thought it was nothing and that it was just from hearing the news. The patient underwent an unspecified surgery where they were informed that the left breast incision was not healing properly and had a small procedure to remove a scar tissue and replace a suture. The patient reported that the implants were not removed. The patient reported that they were removing the devices by choice on an unspecified date. This medwatch form is for the left breast prosthesis.